Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open visceral and digestive surgery, handle was squeezed but the clip did not release, making it impossible to stop the bleeding (not reaching 500cc). A second device has been used to resolve the issue. There was no patient injury.